Manufacturer narrative:
The device used in this case was not returned. A device history record could not be conducted for the handpiece in question. Handpieces are released after meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation.

Event description:
Doctor conducted the minerva procedure which was complicated by the inability to adequately deploy the device and required multiple device insertions and removals as well as additional manipulations. The uit test was performed and failed, indicating the possible presence of a uterine perforation. Additional device manipulations were performed. Uit was repeated and passed, which was followed by an uninterrupted 120-seconds therapy cycle. Two days after the procedure the patient presented to the or with abdominal pain. CT revealed presence of fluid in the abdominal cavity. Laparoscopy was performed and identified the fluid to be pus and also determined that the uterus had evidence of thermal injury and fundal perforation. Doctor performed an emergency hysterectomy and did not identify any obvious damage to the bowel. A few days later, the patient started to feel worse and was taken to the or with the suspicion of bowel damage, which was confirmed. Bowel resection and side-to-side anastomosis was performed. Patient fully recovered.